Event description:
It was reported that there was damage to the extension and implantable neurostimulator (ins). No symptoms were reported. The ins and extension were replaced. The patient recovered without sequela.

Manufacturer narrative:
Extension model 7489 serial# (B)(4) implanted: unk explanted: (B)(6) 2011. Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins was functionally ok. Final device analysis of the extension revealed conductor #3 was broken at the proximal end of the connector leg. The outer insulation was also broken/torn at both connector legs. Functional testing revealed #3 had an open circuit.

Manufacturer narrative:
(B)(4).